Manufacturer narrative:
The device history record file was reviewed, and no discrepancy was found according to the failure mode reported. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the gastrostomy tube was inserted on (B)(6) 2023 and externalized due to a breakage of the fixation cuff on (B)(6) 2024. Per additional information received on 3/4/24, the fixation cuff has been identified as the inflation balloon.